Manufacturer narrative:
Additional information: section g - date received by manufacturer; type of report section h - evaluation codes. The evoke anchor was discarded. The root cause of the infection and lead migration cannot be definitively determined. The evoke scs system surgical guide states, ¿the risks associated with the implantation and use of a spinal cord stimulation system include infection that may require hospitalization with intravenous antibiotic therapy and lead migration or suboptimal placement, which may result in undesirable stimulation changes. The patient may require surgery (including revision, explant, and replacement) as a result.¿ the manufacturing records were reviewed, and the product met all requirements for release.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was scheduled for a revision procedure due to lead migration. The physician¿s examination confirmed an infection and the evoke scs system was explanted. Antibiotics were prescribed to treat the infection. The physician did not attribute the infection to the evoke scs system.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted. Evoke cls: brand name: evoke closed loop stimulator, model: 102901, catalog: 3042, serial number: (B)(6), UDI number: (B)(4).